Event description:
The customer contacted global technical services (gts) regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than (B)(4) of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, during dwell 4 of 5. The home patient (hp) stated when they the powered on the hcp, the hcp displayed high drain 104. The hp stated her abdomen felt extended and overfilled while in dwell 4 of last night's therapy. The hp stated they bypassed dwell 4 and proceeded into drain 4 so that they could drain out. The hp stated they did not feel overfilled tonight. The hp stated the therapy was set to continuous cycling peritoneal dialysis (ccpd), the total volume was set to 10000 ml, the total time was set to nine hours, the fill volume was set to 2000 ml, the last fill volume was set to 0 ml, and the patient weight was set to (B)(6). The hp stated the registered nurse (rn) was aware of the high drain alarm. The technical service representative (tsr) advised the hp to contact the rn to review the therapy settings. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that she was aware the alarm. She stated that the patient has been doing fine since then. The rn stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to the next fill when a slow/no flow situation occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.